Event description:
It was reported that the patient had several instances of chinese traditional massage for seizures in the weeks prior to high impedance being detected. No known surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
Per a periodic review of the manufacturer's programming history database, system diagnostics detected a high impedance event on the patient's device on (B)(6) 2016. The next available diagnostics from (B)(6) 2017 showed that the patient's high impedance had resolved. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.